Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform a failure analysis. The integrated electrosurgical unit (iesu) was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the reported problem was reproduced. The fse confirmed that the c-34 error on the erbe generator. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint to perform a failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ebre integrated electro surgical unit (iesu) displayed error code c-34 when the surgeon enabled monopolar energy. The customer stated that the system initially powered on without errors and system functionality was checked. The technical service engineer (tse) recommended the customer reboot the erbe and xi systems. The customer followed the instructions; however, the issue remained. The customer decided to use the force triad (ft) electro surgical unit to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was inspected before use with nothing out of the ordinary was noted. All troubleshooting steps were completed with the tse. The procedure was completed robotically using the third-party generator (ft) with no injury to the patient.